Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that one of the patients leads was too lateral which was bothersome for the patient. The patient underwent an explant procedure. The explanted lead was not returned to bsn.